Event description:
Patient reported a 1"diameter skin burn, degree unknown, after receiving an electrotherapy treatment. The patient received interferential electrotherapy treatment on the lower back for an unspecified condition. The treatment time was 20 minutes. In the next treatment session, four days later, the patient reported the burn to the clinician. The patient did seek out medical attention for the injury. Patient 2 of 2.

Event description:
Patient reported a 1 1/2 "diameter skin burn, degree unknown, after receiving an electrotherapy treatment. The patient received interferential electrotherapy treatment on the right leg for an unspecified condition. The treatment time was 20 minutes. In the next treatment session, three days later, the patient reported the burn to the clinician. Patient 1 of 2.

Manufacturer narrative:
The status and progress of the patient was not reported by the clinician. The patient received the treatment by vacuum electrodes. The interferential waveform setting was set to sweep on, vector scan off, beat frequency was 80-150hz, and the carrier frequency was 4khz. Intensively was not specified. Device is for export only. Awaiting device return and evaluation. All findings will be reported via the FDA form 3500a to the FDA.